Event description:
Pt with aderio-carinoma underwent laproscopic assisted anterior colon resection and covering loop ileostomy in 2006 peri-strips dry with veritas was used during this procedure as a buttress for the circular stapler use at the colorectal anastomosis. No leak was detected during surgery. Several days post-op, patient went to ICU with r-basal abdominal distention and was clinically unwell treated with antibiotic. Patient developed pneumonia and was treated with antibiotics. Pneumonia was resolved in 4/2006. In 2006, CT scan showed possible mild leak pre-sacral collection behind and to the left of the colorectal anastomosis. Another CT was performed in 2006 which states that within the pelvis there is a per-rectal fluid collection again noted. This is almost identical to that shown on the previous examination, although may be just demonstrated a little increased peripheral enhancement. This may be an indication of a declaring abcess. No gas within this collection. No drain was placed. Patient was discharged 4/2006.

Manufacturer narrative:
Device was not returned to manufacturer. Device was not explanted.the study coordinator was contacted and she stated that the physician was "having a hard time calling it a leak or an abcess since no drain was placed". We have been unable to connect with the physician and communicate with each other directly.